Manufacturer narrative:
The distributor reported "bleeding display and alarm". The service found stained display and issue related to reset, due to traces of oxidation on the pcb. A stain on the lcd display can be due to a shock or a fall of the pump, that causes a local disconnection of the two glass plates enclosing the liquid crystals in the area affected by the stain. The traces of oxidation on the pcb were cleaned in order to eliminate the reset-related issue and the display was replaced. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported "bleeding display and alarm".